Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. There is no suspected device failure. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. As the nrg transseptal needle was one of various devices used in the procedure, baylis medical has decided to submit this report. Not returned to manufacturer.

Event description:
The nrg transseptal needle was used for transseptal puncture during a cardiac ablation procedure. The physician attempted to visualize the rf needle tip on the mapping system by advancing the rf needle tip outside of the sheath. After confirming the position of the rf needle tip on the septum, rf energy was delivered from the generator and the rf needle successfully crossed the septum. The sheath was advanced into the left atrium. A torray wire was then guided into the left atrium. Normal pressure readings were recorded following transseptal puncture and the ablation procedure continued. Approximately 30 minutes after the start of pulmonary vein ablations, a sudden drop was observed in the patient's blood pressure and an effusion was identified. The patient was stabilized and the procedure was aborted. This report is being submitted by baylis medical as the nrg transseptal needle was one of the many devices used during the procedure.